Event description:
Reported false negative sars result for 1 symptomatic patient. The consumer communicated the result was discordant with a rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: the claim appears to be due to testing of samples which have a very low concentration. These low concentration samples are testing valid negative on solana sars. It is likely that the samples are below the limit of detection of the assay. Root cause: unable to determine. Source: email.